Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the transmission of signal was cut-off when moving the footswitch cable during a surgical procedure. The situation was resolved after moving the footswitch cable and the surgery was completed. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. The cable and footswitch were replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer's complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on 09/17/2001. Based on qa assessment, the product met specifications at the time of release. The system was found to be functioning as intended. The root cause of the reported event can be attributed to a nonconforming cable and footswitch.